Event description:
It was reported that this lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to infection. No additional adverse patient effects were reported.